Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a critical error as the insulin pump was exposed to moisture . No harm requiring medical intervention was reported. Troubleshooting was performed and advised customer to put the pump on storage mode. The customer will discontinue the use of the device.

Event description:
Customer stated that they had open book image displayed on screen.

Manufacturer narrative:
Retainer = black. Customer returned device for an alleged moisture damage, critical pump error (open book image) alarm found on july 31, 2022. Device was received with audio/beep and flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify critical pump error (open book image) alarm due to flashing medtronic logo. Device was cut open to perform visual inspection and found moisture damage on the electrical boards force sensor. Unable to download history files and traces using thus due to flashing medtronic logo. Swapping out test boards confirms flashing medtronic logo is due electrical boards. Force sensor zero offset specification 23.2mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: device had scratched case, cracked battery tube threads, stained keypad overlay, cracked case (battery tube). Unable to confirm critical pump error (open book image) alarm and unable to download history files and traces due to flashing medtronic logo. Flashing medtronic logo due to moisture damaged electrical boards. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial MDR report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.